Event description:
Additional information was received from the patient. It was reported that as of (B)(6) 2016 the patient's implant was still not giving off any stimulation. The patient confirmed that her external devices were working fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported no stimulation. The last time they used stimulation was two weeks prior to the report because they only used it from time to time. The patient used the patient programmer and turned stimulation on and to a higher amplitude. Even at max amplitude of 3.5 they did not feel stimulation. They tried other programs as well with no stimulation sensation. The patient was told to turn stimulation off and contact their health care professional (hcp) to do further troubleshooting. The patient had a fall in (B)(6) but had used stimulation successfully since then, they did not know of any other possible cause. There was no stimulation felt even when the implantable neurostimulator (ins) was on. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.